Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, a deflation issue occurred. Access was obtained through the left brachial artery. The target lesion was located in a fistula of the left subclavian artery. The physician advanced the 7.0mmx90cm 2cm peripheral cutting balloon to the lesion and inflated the balloon to unspecified atms. The balloon was deflated, but appeared not to deflate completely and during removal the distal end of the balloon detached and remained in the fistula. The physician deployed an unknown stent to push the balloon fragment against the wall of the vessel. No further complications were reported and the patient's status is stable.

Event description:
It was reported that during a peripheral percutaneous transluminal angioplasty (pta) treatment procedure, a deflation issue occurred. Access was obtained through the left brachial artery. The target lesion was located in a fistula of the left subclavian artery. The physician advanced the 7.0mmx90cm 2cm peripheral cutting balloon to the lesion and inflated the balloon to unspecified atms. The balloon was deflated, but appeared not to deflate completely and during removal the distal end of the balloon detached and remained in the fistula. The physician deployed an unknown stent to push the balloon fragment against the wall of the vessel. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluation: a visual examination of the returned device revealed that the balloon had completely detached. The balloon was not returned with the remaining catheter. The inner lumen had detached at 99.7cm from the strain relief. Blood was present within the catheter lumen. Kinks were present at various locations along the shaft. The shaft was elongated starting at 75.4cm from the strain relief until the end of the shaft, and was also compressed at various locations along its length. The hub of the catheter was dissected to identify any issues with the inflation/deflation path and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).